Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked blood. This was discovered during use. The following information was provided by the initial reporter: when the vps is inserted and the white stopcock is screwed on, there is leakage of blood between the vps and the stopcock. The ward is used to the product, and has not have this problem before, but during the last 3 weeks this problem has occurred on 20 vps or more. They solve the problem right now by using another stopcock or needle free connector, then there is no leakage between the vps and that device.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked blood. This was discovered during use. The following information was provided by the initial reporter: when the vps is inserted and the white stopcock is screwed on, there is leakage of blood between the vps and the stopcock. The ward is used to the product, and has not have this problem before, but during the last 3 weeks this problem has occurred on 20 vps or more. They solve the problem right now by using another stopcock or needlefree connector, then there is no leakage between the vps and that device.

Manufacturer narrative:
H.6. Investigation summary: one video, one used sample, and two representative samples were received by our quality team for evaluation. The video shows that the end cap was screwed onto the cannula hub luer. Fluid was then injected into the injection port while the catheter was being occluded by a finger. The video then shows that there is a leak from the end cap. The 1 used sample was subjected to visual inspection. No defect was observed on the end cap and cannula hub. The end cap of the used sample was subjected to dim 6.9 measurement, tread gauge measurement and end cap leakage test. The cannula hub of the used sample was subjected to luer cone measurement and catheter adapter leak test. The used sample passed the inspection. The 2 representative samples were subjected to visual inspection. No defect was observed on the end cap and cannula hub. The end cap of the 2 representative samples were subjected to dim 6.9 measurement, tread gauge measurement and end cap leakage test. The cannula hub of the 2 representative samples was subjected to luer cone measurement and catheter adapter leak test. The 2 representative samples pass the inspection. The video verified the incident; however, the samples were not able to verify it. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation of the video, the occlusion could have caused back pressure in the fluid flow and forced the fluid to leak out from the end cap. Based on normal usage of the product, the catheter should not be occluded. Therefore, the actual customer experience cannot be confirmed based on the video returned. A probable root cause could not be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.